Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 416 mg/dl. Customer declined to troubleshoot for his high blood glucose reading. The issue was resolved by change the set. Products will not be returning for analysis.